Manufacturer narrative:
Natus technical service made multiple attempts to request answers to the following questions. No response was received and the cause of the issue could not be determined. What date did the incident occur? Was it ever determined what the rash was? How long did the rash last? Has the baby required any additional treatment for the rash? What is the doctor's name and contact information?

Event description:
It was reported to natus that a patient developed a rash and redness in the skin after being treated with a neoblue blanket. The rash was "moderately bad" with increased redness and bumps. The patient had spots along their spine and under the top of their diaper on their back side. The redness and rash was treated by allowing the affected area to be open to air. The patient had been treated for 24 hours with the neoblue blanket unit. The average intensity of the unit measured with a neoblue radiometer at 5 different points on the mattress was 40.8 uw/cm^2/nm, which is within specifications. The light pad was cool to the touch. The mattress had been covered by a new and clean disposable mattress cover prior to treatment.